Event description:
As reported by the patient¿s attorney, a vesica sling system was implanted on (B)(6), 2002. According to the complainant, the patient experienced rectal prolapse, frequency and urgency urinary incontinence and mesh erosion and required additional surgeries.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).